Manufacturer narrative:
Pump software error was present in the pump trace download due to software error ((B)(4)). Unit passed displacement test and self-test. Hardware low level failure alert (variable 3) was present in the pump trace download due to broken trace at u1 pin 1 (vdd) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was assisted with self test and the test did passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.